Event description:
It was reported that the air sensor is defective. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a damaged air sensor, and a bubbled dso seal. Functional testing was able to verify and duplicate the reported problem. It was determined that the damaged air sensor was the root cause and was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.